Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, calcification, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported via regulatory agency "device ascended¿ and ¿calcified calcareous capsule". This record is for the left side. Device was explanted and replaced and it is unknown if the device will be returned.